Event description:
Upon review by the manufacturer's investigation unit, the display of the blood glucose monitor was defective. No adverse event was reported. The blood glucose monitor was returned for product evaluation.